Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the reference samples for the lot 6004421 have already been previously tested in the pr 1913985 on 06/feb/2025. Reference samples were tested and all test results were within specifications as per the test report tw pr (B)(4) complaint test report. And additional tests for the reference samples were documented for the malfunction code insertion without removing needle guard. Visual inspection was found within specifications. Device history record (DHR) review: the lot 6004421 was manufactured according to the work instruction (wi) version 108 manufactured in the line 7, on 02/dec/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 14/feb/2025 against malfunction code insertion without removing needle guard and lot 6004421 and no other complaint has been registered in database for the same lot 6004421 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm no reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the unites states. It was reported that patient faced an event where introducer needle was inserted without removing the needle guard. The event occurred on (B)(6) 2024. Patient reported that needle was not going properly in the body. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.